Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit made a screeching sound and powered off. The unit could not reboot and power up. The unit immediately was switched for another pump successfully. There was no harm reported to patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the failure. The fse then stated that the following faults were found in the logs: 2, 55,111 & 118, which pointed toward the executive processor board. So, the fse replaced the board and completed all diagnostic, ensuring all calibrations were in tolerance, and performance tests with no issues. Then, the fse ran the unit on high and low hearts rates to ensure that the high heart rates would not cause any issues. The unit was then approved for clinical use and returned to the department. There was a patient involved but no harm reported. The defective components were received for further investigation. The failure analysis and testing dept. Received executive pcb board with a reported unit failure of the unit shutting down while in use. The failure analysis and testing dept. Installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing dept. Could not replicate the failure of the unit shutting down, after an extended run time of the cardiosave for eight hours. The board passed testing. Fat received executive pcb board back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.